Event description:
Pt reports a couple of mixes ago, pt felt like there was more drug left in a particular cassette. She still has the used cassette with the remaining medication left in it. Lot of cassette: 4406182 expiration date of cassette: 06/03/2028. Pt has been monitoring the quantity left in the cassettes since this one and they have been normal. Unknown if this was a cassette malfunction. No adverse events repeated. Prescriber has not been notified. Set flow rate and volume delivered are unknown. Photographs were not provided. No alarms were reported. This is a continuous infusion. No further info. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. If yes was any medical intervention provided? No. Is the actual cassette available for investigation? Yes. Did we replace device? No. Did the patient have additional cassettes they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. If no, what was the patient instructed to do in able to continue their infusion? N/a. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Resolved? Yes. Ongoing? No. Reported to (B)(6) by: patient/caregiver.